Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 302 mg/dl. However, her blood glucose increased to 428 mg/dl some time after the motor error alarm. The patient experienced vomiting, and she was advised that her symptoms may be indicative of the potential onset of diabetic ketoacidosis. The customer treated with a 5-unit manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The alarm was cleared, and the device was able to rewind without incident. There was more than one motor error alarm noted in the alarm history within the past 30 days. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned and replaced.